Event description:
The customer contacted physio-control to report that their device would not charge, when prompted. As a result, defibrillation was not possible. This was observed while testing the device. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue of a failure to charge, when prompted. Physio did observe, however, a loss of the negative portion of the biphasic output waveform resulting in a monophasic shock. Physio also observed other unrelated issues that warranted repair due to missing or damaged parts. Due to the costs associated with repair, the customer declined service and requested that the device be returned to them unrepaired. The cause of the reported issue could not be determined.

Manufacturer narrative:
The customer later contacted physio-control to advise that they did wish to move forward with having their device repaired. Physio-control again verified a loss of the negative portion of the biphasic output waveform resulting in a monophasic shock. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a diode, designator cr30. The diode was shorted from legs 4, 5 and 8 to leg 9. The reported monophasic shock would have been the result of legs 5 to 9 shorting; however, due to the additional shorted legs on the pcb assembly, it was also observe that device would no longer charge in order to shock.